Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced soreness caused by the ipg rubbing against the patient's ribs. To address the issue, the physician relocated the ipg lower on the abdomen on (B)(6) 2018, resolving the discomfort.